Event description:
It was reported a thrombosis was noted. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician tracked up to the superior vena cava (svc) with pigtail wire and when dropping down to the fossa - fell through patent foramen ovale (pfo). Heparin was given right after 10,000 unit bolus). Then a non-boston scientific pigtail catheter got damaged trying thread onto wire so physician opted to float the rf pigtail wire into appendage and do initial contrast shot through sheath. Device size of 31 mm was chosen, went up with device and once flx ball was almost achieved, a large clot noted hanging on sheath within the appendage ostium. Device was resheathed, pulled out and clot was aspirated. Once aspirated, sheath was pulled back to right side and the case was aborted. Act was 399. Physician opted to let act drift down and keep patient on heparin for 24 hours. The patient woke up from sedation appropriately and expected to fully recover. The patient was hospitalized and was discharged next day. The device is not expected to be returned for analysis (disposed). Physician decided not to use non-boston scientific pigtail catheter. No interventions required past aspirating the clot and letting the act drift down while keeping the patient on the heparin drip post procedure. No physician did not allude to vsx products being the cause of clot formation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
The device did not return for analysis. However, the reported allegation of thrombosis was confirmed based on the media provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a thrombosis was noted. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician tracked up to the superior vena cava (svc) with pigtail wire and when dropping down to the fossa - fell through patent foramen ovale (pfo). Heparin was given right after 10,000 unit bolus). Then a non-boston scientific pigtail catheter got damaged trying thread onto wire so physician opted to float the rf pigtail wire into appendage and do initial contrast shot through sheath. Device size of 31 mm was chosen, went up with device and once flx ball was almost achieved, a large clot noted hanging on sheath within the appendage ostium. Device was resheathed, pulled out and clot was aspirated. Once aspirated, sheath was pulled back to right side and the case was aborted. Act was 399. Physician opted to let act drift down, and keep patient on heparin for 24 hours. The patient woke up from sedation appropriately and expected to fully recover. The patient was hospitalized and was discharged next day. The device is not expected to be returned for analysis (disposed). Physician decided not to use non-boston scientific pigtail catheter. No interventions required past aspirating the clot, and letting the act drift down while keeping the patient on the heparin drip post procedure. No physician did not elude to vsx products being the cause of clot formation.